Event description:
It was reported that at the user facility, the device fell apart while opening the case. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, it was reported that a wet oily substance was found inside the motor housing and in the leak path of the device. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that at the user facility, the device fell apart while opening the case. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, it was reported that a wet oily substance was found inside the motor housing and in the leak path of the device. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure. A probable cause of the reported disassembly was identified to be the decorative screw unthreading. As the screw fastens the housing to the internal components and holds the back cap, back nut, and back brace in position, a loose screw may lead to the reported disassembly. The screw can loosen due to vibration during use, which will cause it to unthread, or fall off as a result of impact forces. Improper cleaning and sterilization practices and insufficiently drying the handpiece after the wash cycle were identified as probable causes of the reported substance found in the device and in the leak path of the device.